Manufacturer narrative:
(B)(4). Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk the lot record was reviewed and no anomalies were noted during the packaging process. There was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, the package appears to be torn on the graphics side. However, no conclusion could be reached as the device was not returned for analysis.

Event description:
It was reported that a shipment of products was received and few days later they received its invoice. During checking of received products, they noted that one package had a damage.